Event description:
It was reported that pump touchscreen was cracked and shattered, with damage confirmed under screen protector and touchscreen becoming unresponsive and illegible so customer could not interact with pump. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support confirmed pump details, arranged replacement within warranty, provided storage and return instructions, and instructed customer to send back problematic pump using supplied materials.